Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported customer experienced continuous low blood glucose (bg value not reported). No additional information was provided.